Event description:
Tip cover accessory was being used on a robotic instrument. Tip cover found to have a hole in it after 3 hours of use. The hole posed the situation of causing a cauterization zone where it was not intended, which would have the potential to injure the patient. No harm known to have occurred in this event.